Manufacturer narrative:
Customer name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had liquid leakage at scope connector section. The issue had occurred during service / maintenance (not in a clinical setting). There was report of patient involvement.